Event description:
It was reported that during a percutaneous intervention (pci) procedure, the guide wire broke. A luge guide wire has been used in an unknown anatomical location. Upon removal of the guide wire from the patient, the proximal end of the wire broke. The procedure was considered completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).